Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that while taking a graft from the leg, the device chewed up the graft and leg and it could not get a graft. Although there was a 2 hour extension in procedure, the harvested graft was usable and no additional graft was required from the patient. No additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on (B)(6) 2017, it was reported that while taking a graft from the leg, the device chewed up the graft and the leg and was unable to take a graft. The event occurred during surgery. The customer returned an air dermatome device for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this air dermatome one time. The last repair was january 11, 2017 where it was reported that the device needed preventative maintenance and the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, neck, bearings, seal and retaining ring, throttle lever, motor, swivel, poppet assembly, hand piece assembly, hose, screw driver, width plates, and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome revealed that the calibration was out of specification. The motor speed was within specification and the control bar was in the correct position. The hose width plates and screw driver were all in good condition. Repair of the air dermatome was performed by zimmer biomet surgical which included recalibration. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. No testing was able to be performed to try to replicate the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The air dermatome was repaired, tested and returned to the customer.